Event description:
During prep of the device for a cardiopulmonary bypass procedure, the user reported that when the control knob was put in the third position, there was no water flow during cooling mode. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.